Manufacturer narrative:
The customer declined the option to have their glidescope spectrum lopro s4 returned to verathon for evaluation. Since the device was not returned for evaluation, the root cause of the "intermittent image" issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum lopro s4, the image flickered in and out. The "intermittent image" issue was isolated to the spectrum lopro s4 blade. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.